Event description:
The customer reported that the audible alarms spontaneously stops alarming for the remote network station (rns or remote monitoring system). Also, when they checked that sound control, the volume setting is all the way down and will not allow the user to raise it. They stated that the only fix he has found is to unplug the rns power cord and essentially hard restarting the rns.

Manufacturer narrative:
The customer states that this is the third occurrence for the month, so we will be filing one for each occurrence. This is the filing for the second occurrence of the three.